Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed pin 4 of the ac adapter had melted. Carefusion scrapped the defective adapter and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a damaged ac connector. While in service it was discovered that the adapter had melted. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.